Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11jun2020.

Event description:
The customer reported that the touchscreen became non-responsive. The customer also reported no significant errors in the error logs. The device was in clinical use when the malfunction occurred, but there was no patient harm. The remote service engineer advised the caller to calibrate the touchscreen and perform a pvt to try to isolate the issue. The customer calibrated the touchscreen and performed a performance verification test. He reports that the device is now working correctly.

Manufacturer narrative:
G4: 24jul2020. B4: 27jul2020. The initial report that the device malfunctioned while in clinical use indicated that there was no patient harm, but it did not indicate if any medical interventions were required, so three good faith efforts were made to obtain additional information. The respiratory department of the reporting institution did not respond. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.